Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
The product for this complaint was returned, however, it was dropped on the floor and lost.